Event description:
Provider states: at 3:00 pm on (B)(6) 2013, (B)(6) called to report an incident that allegedly involved the following product or device: shower chair. He said the resident sat in the chair and the cross section under the seat where the legs are bolted on the metal bent and broke. The following injuries allegedly occurred: resident bumped her head and seems to be doing fine now. (B)(6) reported that the injured party was treated at a hospital/clinic and released. The product has been taken out of use. The resident's weight is (B)(6). It is unknown how many people were present during the incident. He said maintenance also mentions several incidents like this have happened with their other shower chairs ((B)(4) were purchased at the same time) he did not know what maintenance was talking about but will find out.